Manufacturer narrative:
The associated genesis ii cmt tibial baseplate, genesis ps high flexion insert were not returned for evaluation. Our investigation including a review of the manufacturing records for the listed parts with the listed batches did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the tibial baseplate revealed no prior complaints for the listed failure mode with the same batch number. Without the return of the actual product involved, our investigation of this report is inconclusive. A clinical evaluation noted that no relevant documentation was provided, therefore, a thorough medical investigation could not be performed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to baseplate loosening. Baseplate and insert were replaced.